Event description:
During the transfer of the patient, the arm of the device completely cracked, causing the patient to fall. The facility did not release any other information.

Manufacturer narrative:
Part was reported to have been sent out to the manufacturer on (B)(6) 2011. Further information will be provided upon conclusion of the manufacturer's investigation.